Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a replacement insulin pump and stated that the device has been alarming and has a constant beep and she did not know why. The alarm history was checked and last alarm was for check settings. Customer had already called to get assistance in entering settings. Customer stated the buttons were not pressed or accidentally pressed. During troubleshoot; customer noticed that the beep was coming from her old insulin pump being replaced and not from the replacement received. Device was beeping because it has low battery and she could not remove the battery cap. Self test on the insulin pump was completed. Blood glucose value is 312 mg/dl. Customer stated she has been experiencing high blood glucose and she has a doctor's appointment. Nothing further reported.